Event description:
Ous MDR - it was reported that the patient may have had vf and was taken to the hospital by ambulance and had expired. The sales representative was called to the hospital. The representative tried to interrogate the device but was unsuccessful even with other alternative programmers. During the explantation of the system, it seemed that no shock delivery occurred. According to home monitoring, the last data was sent at 0:53:40 (B)(6) 2012 and there appeared to be no problems (including battery and voltage etc.). Additionally, on (B)(6) 2012, the patient had come in for a follow up at the hospital and there were no issues. Additional information was received informing biotronik that during the patient transportation by the ambulance, an AED (automated external defibrillator) was used by ambulance staff.

Manufacturer narrative:
Ous MDR - upon receipt, the device was not interrogatable. Apart from scratches on the surface of the housing, most likely related to the explantation procedure, no abnormality was found. The ICD was opened and the inner assembly of the device was inspected. Assembling of the ICD components such as the high voltage capacitors, the high voltage conductors, the battery as well as electrical module were found free of anomalies. Inspection of the inner assembly did not reveal any indication of a manufacturing problem. Subsequently, the electrical module was inspected, revealing that the output stages of the high voltage circuit and the fuse of the ICD had been damaged. Damage symptoms such as those require the presence of an abnormally and temporarily high current condition causing electrical overload on the components of the electrical circuit. Based on the electrical circuit design, such an abnormally high current can only occur if a shock is delivered into an electrical short circuit. In particular, the automated external defibrillation mentioned in the complaint description can be excluded as the root cause of the observed damage. Further analysis showed that the ICD was free of short circuits within the shock path. It is therefore assumed that an external short circuit was present within the shock lead connected to this device. As a consequence of the blown fuse, the device could not be interrogated and the device memory could not be assessed. The exact point in time at which the ifcd was damaged cannot be determined from the available data. As indicated in the complaint description, the last device data were sent via hm on (B)(6) 2012 documenting that the device was working as expected up to this time. Only some hours later, on the morning of (B)(6) 2012, the patient experienced a vf episode. Ous MDR analysis cont.: it is assumed that an electrical short circuit within the lead took place while the therapy shock was being delivered and consequently damaged the ICD. This assumption is consistent with the inability to interrogate the ICD thereafter and with the absence of subsequent home monitoring transmissions. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly, the final acceptance test proved the device functions to be flawless.